Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized for high blood glucose. The blood glucose reading was 600 mg/dl. The customer was having chest pain, nausea and vomiting. The blood glucose reading at the time of the report was 228 mg/dl. The customer declined troubleshooting for high blood glucose.